Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, instructions for use (IFU), and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were torque applied during placement/ seating exceeds recommended value, clinician incorrectly engages abutment screw into implant, inadequate design for wear / degradation of product. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The screw broke and the patient swallowed it. Procedure has not been completed.